Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump has been alarming no delivery since (B)(6) 2015. The last alarm occurred the day of the call during bolus delivery. Customer stated the alarm was resolved by a complete infusion set and reservoir change. Blood glucose value was 194 mg/dl. Customer was advised the reservoir would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.